Event description:
It was reported that, the customer had poor outcome with the case. The liver was transplanted. Subsequently, it was reported that there was liver necrosis and the graft was lost. Therefore, the liver was retransplanted on (B)(6) 2026.

Manufacturer narrative:
Investigation is currently pending.

Event description:
It was reported that the liver was transplanted. Subsequently, there was liver necrosis with increasing lactate and liver function tests after an initial downtrend. A computed tomography (CT) study prompted return to the operating room. Intraoperative findings included a large amount of free bloody fluid and clots around the liver, which were evacuated, and a bile leak. One area of active bleeding from the tissue around the inferior vena cava (ivc) was stitched. The hepatic artery and portal vein were reported as normal. The liver was noted to be viable with superficial areas of necrosis. Subsequently, the graft was lost and the liver was retransplanted on (B)(6) 2026 due to necrosis.

Manufacturer narrative:
Device data was reviewed. No device malfunction or error in the device data was observed. A medical expert review confirmed the device operated as intended. Therefore, no definite root cause could be established. B5 updated to add additional event details.